Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was any quality deficiency/non-conformance noted with the sutures before use, during use, during post-op examination or during re-operation if performed? From what we were told in the necropsy notes, the knot was intact. Dr. Bolton had reported the suture did break a few times, but this is not unusual for her. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via: 2210968-2021-05979, 2210968-2021-05980, 2210968-2021-05981, and 2210968-2021-05982.

Event description:
It was reported that an animal underwent a canine ovariohysterectomy procedure on (B)(6) 2021 and suture was used. Post-operatively, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified